Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible that during removal resistance was met with the heavily calcified anatomy resulting in the reported difficulty to remove; however, this cannot be confirmed. Additionally, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, ventricular arrhythmia is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with unstable angina and the procedure was to treat a lesion in the non-tortuous, heavily calcified, mid left anterior descending (lad) coronary artery. A 2.50 x 18 mm xience alpine stent delivery system (sds) was selected for the procedure. After the successful deployment of the stent in the lesion, resistance was felt during removal of the sds from the anatomy. At some point during or after the procedure the patient experienced ventricular fibrillation (vfib) which necessitated the use of a defibrillator to shock the heart back into sinus rhythm. The patient was reported to have recovered and doing fine. In the physician's opinion, the resistance felt during removal of the sds did not have anything to do with the ventricular fibrillation that the patient experienced. No additional information provided.